Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a carefusion sales rep. "Sales rep [name removed] called in this blender as an out of box failure. It is not passing incoming performance checks, not alarming when set to 30% and o2 and/or air is disconnected. Generated s/o and rga c-foi238966."

Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech evaluated the device, verified the complaint and determined that the root cause of the failure was a damaged alarm reed plate pn: 01866. The carefusion failure analysis lab tech was unable to determine the cause of the damage to the alarm reed plate. However, this type of damage is generally caused by the application of a mechanical force or pressure against the reed on the alarm reed plate. Unrelated to the reported event, the carefusion failure analysis lab tech also found that the device was out of calibration. The device history record (DHR) was reviewed and the device passed all testing to include alarm functions prior to being shipped to the end user. The user facility was shipped a replacement device. A review of the carefusion complaint system for the past 90 days did find (B)(4). However, as these are known failures caused or contributed to by an unapproved means of force or pressure, another investigation is not required.